Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he needle will break during insertion. The customer's blood glucose value was 120 mg/dl. The customer reported blood at site. Customer was not reporting that the sensor or introducer needle fractured while in the body. The sensor will not be returned for analysis.